Event description:
Baxter contacted the peritoneal dialysis nurse (pdrn) regarding a related issue of the hp not feeling well. The pdrn stated that the hp had peritonitis and was hospitalized from (B)(6) 2011- (B)(6) 2011. Cultures were obtained on (B)(6) 2011. Treatment initiated while hospitalized was with intraperitoneal (ip) vancomycin 3 times a wk and ceftazidime daily, both 1 gm doses. The hp received the last ip dose of antibiotics on (B)(6) 2011. Causality was given as an untrained caregiver assisting the hp with pd therapy. The hp's recovery is ongoing and improved.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is use error - poor aseptic technique. A batch review of the potentially associated lot number (h10h31055) revealed no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the first of five reports associated with this event.